Event description:
It was reported the customer went to the emergency room and subsequently admitted to the hospital's intensive care unit (ICU) due to elevated blood glucose (bg) level of 768 mg/dl; with high ketones, which were identified as dangerous by a healthcare professional. Reportedly, customer was not completing the bolus process which elevated their bg level. Reportedly, the customer was using their cartridge and infusion set beyond labeling. Customer was educated on supply usage for novolog insulin. Reportedly, customer attempted to self-treat via bolus via the pump, however; was treated intravenously with fluids of saline and insulin. Customer was released on (B)(6) 23, with issue resolved and no permanent damage.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.